Event description:
The customer reported the vent shut down. Blower stalled. Patient involvement unknown.

Manufacturer narrative:
The customer returned blower assembly was installed in an fi test ventilator. In diagnostic mode the blower ramped up to above 30000 rpm. The ventilator was run in normal ventilation for 2 hours without any errors occurring. No failure was found.